Event description:
It was reported that pump experienced malfunction alarm with code that required reset, although no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer partially performed pump reset before contacting technical support, then completed reset with guidance, confirmed pump powered down and returned to normal operation, was advised to continue using pump and to call back if malfunction returned, and acknowledged understanding of instructions.